Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having chipped 3 teeth and had to have 2 extractions while wearing the aligners. With the dental work and having to get crowns the aligners do not fit. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.